Manufacturer narrative:
Device evaluated by MFR: unit returned in a generic plastic bag, the wire was received loaded in the hoop. The unit returned has wire kinked, as part of overall visual revision. The returned device matches with upn provided by the customer. Visual inspection was performed and the device has the body kinked in the middle of the device and the distal tip kinked. All the outer diameter (ods) and guidewire overall length were taken and all of them are according to specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that guidewire entrapment and coating peeled off. The target lesion was located in the posterior tibial artery. A 300cm, 8cm v-18 control wire was advanced with a rubicon support catheter. The physician pushed the wire via the support catheter, but the catheter became unable to move and the wire did not open. Both devices were removed together from the patient and it was noted that the hydrophilic coating of the v-18 wire tip was found to be peeled off. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that guidewire entrapment and coating peeled off. The taget lesion was located in the posterior tibial artery. A 300cm, 8cm v-18 control wire was advanced with a rubicon support catheter. The physician pushed the wire via the support catheter, but the catheter became unable to move and the wire did not open. Both devices were removed together from the patient and it was noted that the hydrophilic coating of the v-18 wire tip was found to be peeled off. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.